Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the bearing cage in drawer 3¿1 (main) was damaged. A field service engineer replaced the damaged drawer with a new one. Drawers 3¿1 and 3¿2 were configured in the main. Following the configuration, the failure icon disappeared. The escort inventoried the drawers, and all tested ok. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the belt had broken on one of the drawers. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.